Manufacturer narrative:
The complaint was investigated based on the reported event description, procedural chronology, available clinical information, and pi-cardia medical director's assessment. The patient underwent an emergent valve-in-valve-in-valve (viviv) tavr procedure consisting of left coronary cusp (lcc) leaflet modification using the shortcut device followed by planned implantation of a 23 mm edwards sapien 3 ultra resilia valve. A sentinel cerebral protection system was utilized, and a fusion solopace guidewire was positioned in the left ventricular (lv) apex. During positioning of the shortcut device, difficulty was encountered due to interaction with the previously implanted sapien xt and evolut r valve frames. Multiple repositioning attempts and flex adjustments were required before an acceptable position was achieved. Leaflet splitting was initiated and progressed to approximately 90% completion. During the split sequence, the patient developed progressive hypotension. The procedure was discontinued, the shortcut device was deactivated and removed, and echocardiography demonstrated an acute pericardial effusion. Emergent pericardiocentesis was performed, followed by rapid deployment of the planned 23 mm edwards sapien 3 ultra resilia valve. The patient subsequently deteriorated into ventricular fibrillation, required ECMO support, and underwent emergent surgical exploration. Per the operative report, the perforation was identified along a fibrotic ridge at the lv apex, corresponding to the site of the patient's prior transapical tavr procedure. The myocardium was described as extremely friable, and attempted surgical repair resulted in further extension of the tear. No further surgical options were considered feasible, and the patient subsequently expired. The investigation assessed whether the shortcut device may have malfunctioned, failed to meet specifications, been misused, or caused or contributed to the reported lv perforation and fatal outcome. Based on the available information, no evidence was identified of shortcut device malfunction, failure to meet specifications, or misuse. The device was successfully advanced, positioned, activated, and remained functional throughout the procedure. Although device positioning was technically challenging, the difficulty was associated with interaction with the patient's pre-existing prosthetic valve frames in the setting of complex viviv anatomy. Based on the available information, there is no indication that aggressive guidewire manipulation was performed during the procedure. The procedure was performed by an experienced physician who is familiar with the shortcut device and has performed multiple procedures using the device. Per pi-cardia medical director's assessment, and based on the operative findings, patient-specific anatomical and clinical factors likely contributed to the event. These factors included the patient's prior transapical tavr procedure, presence of a fibrotic ridge at the lv apex, extremely friable myocardial tissue, advanced age, and the complexity of the underlying viviv anatomy. The perforation was identified at the lv apex and most likely due to the interaction of the wire with the friable myocardial tissue after the prior transapical procedure, in combination with the complex emergent viviv procedural setting. A causal relationship between use of the shortcut device and the lv perforation cannot be definitively excluded, as the patient's hemodynamic deterioration occurred during the shortcut split sequence. However, based on the available information, the most likely root cause of the event wire perforation in a patient who was at higher risk than usual due to the anatomical vulnerability at the lv apex associated with prior transapical tavr access, fibrotic apical tissue, friable myocardium, and complex emergent procedural conditions. No device-related root cause was identified.

Event description:
An 86-year-old female with prior transapical tavr (23 mm sapien xt) and redo transfemoral valve-in-valve tavr (26 mm evolut r) underwent emergent viviv tavr with lcc leaflet modification using the shortcut device. During shortcut positioning, repeated interactions with the existing valve frames required multiple repositioning attempts. Leaflet splitting was initiated; however, at approximately 90% completion, the patient developed progressive hypotension. Echocardiography revealed an acute pericardial effusion, prompting device removal and emergent pericardiocentesis. Following deployment of a 23 mm sapien 3 ultra resilia valve, the patient deteriorated, requiring cardioversion, ECMO support, and emergent sternotomy. Intraoperative findings demonstrated extremely friable myocardium, with each attempted suture resulting in further extension of the tear. The initial perforation was identified along the fibrotic ridge at the lv apex formed following the prior transapical tavr procedure. The patient subsequently expired.